Manufacturer narrative:
Manufacture narrative: reckitt benckiser is awaiting the return of the product for quality analysis and also follow up information regarding the reported incident. The labeling states that the durex fetherlite ultra condoms are super fine with sensi-fit for even greater feeling. They are on average 20% thinner than our standard latex condoms while still providing a high level of security and protection. All our latex condoms exceed the iso4074: 2002 international quality standard for male natural rubber latex condoms. The company's assessment for this case is possible and unanticipated. Expected date of next report: 08/07/2014. No action considered necessary for this incident at this point, the company is currently waiting for follow up information regarding the reported incident.

Event description:
Initial report received by (B)(6), date 06/11/2014, (B)(4). Medical device: durex ultra thin feel condom. Batch details: batch no. Unknown; expiry date: unknown. Reporter (physician) reported that a female consumer of unknown age developed anaphylaxis to durex ultra thin feel. The patient was not latex allergic, she was; however, milk allergic. Adverse event term: anaphylaxis, pt term: anaphylactic reaction. Outcome: unknown. The company's assessment for this case is possible and unanticipated.